Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vertical breakthrough in the patient's left eye, and the surgeon was unable to lift the flap, resulting in the procedure was aborted during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the system was successfully verified prior to and after surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows nineteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Treatment report confirms the initial report from company representative, canal is not extended far enough and not placed close to the meniscus of the applanated area, thus not allowing gas to scape properly and causing vertical gas breakthrough. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).